Event description:
The customer reported that while the unit was in use on a pt the pump was making a loud noise. Pumping was not affected. The pt was switched to another unit and therapy was continued. No pt injury was reported.